Manufacturer narrative:
Event date is approximate.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) will no longer fully inflate and has been an ongoing issue for about five months. The patient stated that the bulb will go flat and remain flat resulting in the inability to get an erection. The patient will be going to see a new physician for revision surgery at a future date.